Event description:
Pt indicated they were having unexplained high blood glucose (1,000 mg/dl), and was hospitalized twice (in 2003). Pt stated that the first hospitalization was due to over exertion at a birthday party, while the second incident was unexplained. Treatment received: saline IV.